Event description:
A malfunction alarm, identified as "malf 0," was reported, and it was noted that there was no prior event leading to this malfunction. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The pump was successfully reset with assistance from technical support, and the customer was advised to continue using the pump and to report if any malfunction code appeared again. The customer acknowledged and understood the instructions.